Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from guerbet. (B)(6) male pt received 100 ml of optiject 350 (ioversol), injected by an automatic injector into the elbow crease at a flow rate of 3ml/sec for a CT scan of the brain, thorax, abdomen, and pelvis for f/u of an unspecified disease on (B)(6) 2009. During optiject administration, the pt experienced extravasation at the injection site the pt was not given treatment. The final outcome was recovered. The final outcome was recovered. The reporter evaluated the case as non-serious but did not assess the casual relationship between the product and the adverse reaction.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2009. The injector was not evaluated by covidien svc after this event occurred. A preventative maintenance was performed on this unit 14 months later and proper operation was verified.